Manufacturer narrative:
Failure event observed during analysis. A partial lead with the connector pin measuring 20.1cm was returned for analysis. Final analysis found external insulation abrasion noted at 7.7-8.3cm from the connector pin. Abrasion are consistent with constant friction with another device.

Event description:
This report is to advise of an event observed during analysis.